Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the atrial and ventricular connectors on the external pulse generator were broken. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the output connector assembly was broken. It was additionally noted that the upper case brass boss was stripped, the display wires pinched but the insulation was not compromised, the keypad was scratched and the display frame gasket damaged during the repair. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.